Event description:
Reportable based on device analysis completed on 20-sep-2018. A rotawire was received with the related burr complaint with no reported issues. The target lesion was located in the moderately tortuous and severely calcified proximal to distal left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, the advancer knob could not fully move to the proximal side. In addition, unusual sound was heard while the rotation speed went up to 280,000rpm from 200,000rpm. Subsequently, the burr became stuck and a pci guidewire was passed through the side of the burr to successfully remove the burr. Dilatation was then performed with a nc balloon and a non bsc stent was placed to complete the procedure. The device was then checked outside patient's body and blood was noted on the drive shaft and saline. No further patient complications reported. However, device analysis revealed that the wire came stuck inside the burr. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with a rotawire inside the device. Analysis of returned product revealed that the wire was stuck inside a secondary device, it also presents kinks along the body, distal tip and show evidence of damage on the joint section between the wire and the spring tip. No specific failure was made against the device therefore no assessment on the confirmation of the complaint can be made.